Event description:
During phacoemulsification procedure of the left eye, the handpiece lacked aspiration power. The service representative was contacted during surgery and suggested changing the o-rings. The surgery was completed with same handpiece, without replacing o-rings. The case proceeded in the normal fashion, with the surgeon implanting a posterior chamber intraocular lens without apparent incident. After the procedure, the nurse cleaned and flushed the handpiece and inspected and changed the o-rings. The o-rings showed no visible signs of wear. On 2/2/93 the patient received an additional surgery--vitreous sweep to remove lens remnants from the capsule wall. A third surgery was performed on 2/19/93--trans pars plana vitrectomy of the left eye to correct vitreous traction with cystoid macular edema. After the three surgeries, the patient has stated her vision is impaired.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.